Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that pericardial effusion and perforation occurred. During an atrial fibrillation ablation procedure versacross access solution was selected for use, with non-abbott system (farapulse) and ensite x, and the ensite x mapping system. . Transesophageal echocardiography (tee), which was in place for the left atrial appendage occlusion (laao) portion of the procedure, revealed a large pericardial effusion and the patient subsequently became hypotensive. The patient developed pulseless electrical activity (pea), at which time chest compressions were initiated. Return of circulation was achieved. A pericardiocentesis was performed with removal of approximately 300 cc of blood. The patient was monitored with tee for approximately 30 minutes following the intervention, and no reaccumulating of effusion was observed. The patient is currently recovering. The physician attributes the event to a perforation of the left atrial appendage caused by a stiff guidewire. The device is not expected to return for analysis.